Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for > 100 colony forming units (cfus) of stenotrophomonas maltophilia. During the second sampling, the scope tested positive for < 10 cfus of agrobacterium radiobactor. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user culture result report and cleaning disinfection and sterilization (cds) processes were not shared. The customer provided screenshots/pictures stating the culture results were as follows: [first test] on (B)(6) 2023 endoscopy water (flushed and brushed all channels) <10 colony forming units of klebsiella pneumoniaestenotrophomonas maltophilia 10-100 colony forming units stenotrophomonas maltophil [second test] on (B)(6) 2023 endoscopy water. >100 colony forming units of stenotrophomonas maltophilia, <10 colony forming units of agrobacterium radobacter. [Third test] on an unknown date endoscopy water sample: organism 1: <10 colony forming units of klebsiella pneumoniae organism 2: 10-100 colony forming units of stenotrophomonas maltophilia, organism 3: 1-100 colony forming units of gram negative bacilli. Gram negative bacilli identified as agrobacterium radiobacter. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The instruction manual describes the reprocessing method in the following sections: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.